Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device was requested to be returned from the hospital but no response was received. Therefore, the investigation is in process. Once the investigation was completed, a supplemental report will be filed accordingly. Requested but not returned by hospital.

Event description:
It was reported that the mesher destroyed part of the skin. There was no harm to the patient; however, there was an unknown surgical delay. No additional information is available. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). H6 - patient code(s) - 3191 - no code available - unknown surgical delay. The device history record and previous repair record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported that a mesher destroyed part of a skin graft. The customer was asked about returning a zimmer skin graft mesher serial number (B)(6) for evaluation. However, at the time of the investigation, the product has yet to be returned. As such, no evaluation or repair could be performed and cannot be reviewed as part of the complaint investigation. The product was not returned for evaluation or repair of the device. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.